Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient underwent a surgical procedure to remove excess skin overgrowth from around the abutment on (B)(6) 2013. Oral antibiotics were prescribed. A longer abutment was placed during this procedure. The implanted device remains.